Event description:
Vcsn module unable to proceed error code given repeatedly. Hot line called , troubleshooting steps given to technologist, who was unable to get the instrument functional. Warranty is still in effect for analyzer but the service provided by the warranty does not cover weekends. A service visit set up by the nightshift technologist, and specimens sent to main campus. Instrument was functional until (B)(6) 2015, service had to be called in again for the same issue. Dv valve found to have lost its seal. Dv and its housing were cleaned /replaced. Multiple checks performed and the analyzer declared functional, cbc testing was unavailable during the time of non-functioning and repair.